Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. The device was returned for analysis, and the complaint was confirmed. Visual inspection showed that the spindle cap was completely detached from the implant body. The damage was sufficient enough to preclude functional testing. The damage indicates this failure was likely due to deployment against resistance (e.g., bone). Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use states that deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, if resistance to deployment is encountered, and repositioning of the implant is required, the driver should be rotated counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Event description:
It was reported that during the implant procedure, the superion indirect decompression spacer broke. The broken spacer was removed, and the procedure was completed with a new implant. The physician noted no unusual patient anatomy. Excessive force was observed during the implant procedure.